Event description:
It was reported that the patient was not happy with the post-operative vision. During post operative check-up vision was at 1.0 before the surgery and at 0.5 afterwards. The lens was then exchanged for another dfw model lens of a different diopter, during a secondary procedure. No further details were provided.

Manufacturer narrative:
Age, weight and ethnicity: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. Implant date: unknown/ not provided. (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.